Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with minor scratched lcd window.

Event description:
Customer reported via phone call that their insulin pump had critical pump error. Customer's blood glucose value was 123 mg/dl at the time of incident. Customer states that insulin pump had screen looks cloudy and confirmed that it might had been wet inside the screen. Customer states that the insulin pump was exposed to the moisture. Customer states the pump was not dropped the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.